Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging the device in the past year. As such, the device was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored following the procedure.